Event description:
Boston scientific received information that the communicator power cord was damaged and melted due to lightning strike. A boston scientific company representative advised that the power cord will be replaced. However, the new power did not work. The communicator will be replaced. No adverse patient effects were reported.